Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.